Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 50 mg/dl. Customer¿s current blood glucose was 57 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with bolus. The customer was using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.